Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00597206529, all poly patella standard size 29 mm, lot # 64129660. 00588604510, trabecular metalac cruciate retaining monoblock tibial component, lot # 63705140. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00169. 3005751028 - 2020 - 00016.

Event description:
It was reported that approximately 7 months post implantation, the patient developed an infection of the right knee arthroplasty. The patient underwent a washout of the knee. Subsequently, the patient has now been revised of the knee implants approximately 15 months post initial implantation due to septic loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. X-rays and medical records were provided and reviewed by a healthcare professional. No findings available from medical records due to lack of records provided. X-ray review found radiolucency at the bone-metal interface of the femoral implant. Bone quality is osteopenic. A definitive root cause could not be established with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.